Event description:
It was reported that the patient presented for an atrial leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited electrical anomalies during mapping and was unable to be implanted. The lp was not used and upon removal, a clot was found on the helix. A second atrial lp was attempted to be implanted. During the procedure, it was noted that the lp exhibited electrical anomalies during mapping and was unable to be implanted. The lp was not used. The patient was in stable condition.